Event description:
Prepared syringe for patient's dep injection. Inserted needle into patient's left deltoid and attempted to administer medication. Syringe would not advance, so I removed needle from patient's arm. Obtained new needle and was able to administer medication without difficulty. Pt tolerated well and no signs of harm to patient. FDA safety report ID# (B)(4).